Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of patient experienced covid-19, deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reports juvéderm® volbella¿ with lidocaine injection to the lips. The patient experienced covid-19 (unrelated to the device) and two months later, some filling areas hardened "(like a rice kernel)." Hardened areas "(stones)" coincided with the areas of application, without pain or inflammatory signs, but palpable.